Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, followed by surgical valve repair, shock, multiorgan failure and death. On (B)(6) 2016, the initial mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and challenging leaflet anatomy. The clip delivery system (cds) was advanced to the mitral valve. Grasping was difficult due to the anatomy, but successful. After deployment, the clip detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr remained at a grade of 3-4. Mitral valve annuloplasty was performed on the same day and the clip was explanted. The patient was transferred to the intensive care unit; however, soon after, developed respiratory failure and profound shock with severe multi-organ failure. After one week of refractory shock, supported with respiratory extracorporeal membrane oxygenation (ECMO), hemodynamic intra-aortic balloon pump (iabp) support, a high dose of inotropics/vasopressors and renal replacement with continuous veno-venous hemofiltration (cvvh) for acute kidney injury, the patient died on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history no similar incidents reported from this lot. This event was reviewed by an abbott vascular senior medical advisor. The reviewer noted that it appeared that the needed open heart surgery following single leaflet clip attachment (slda) had an immediate complicated post-operative course leading to death. It was further noted by the reviewer that the slda was possibly favored by a challenging anatomy, most probably in this case an important annular dilatation. The respiratory failure, followed by multi-organ failure, ultimately leading to death, were complications of surgery with extracorporeal bypass. All available information was investigated and the reported difficulty grasping and slda appears to be related to the challenging leaflet anatomy. The reported patient effect of unchanged mitral regurgitation (mr) was likely a secondary effect to the slda of the clip. The reported respiratory failure, shock, kidney injury (renal failure) leading to multi-organ failure and subsequent death appear to be related to patient condition and complications with surgery. The reported delay in treatment, major surgery, additional therapy/non-surgical treatment, and prolonged hospitalization were a result of case specific circumstances. Due to the difficulty grasping the leaflets it was reported that the procedure was lengthy. It should be noted that the reported patient effects of worsening mr, renal failure/insufficiency, shock, respiratory failure, and death, are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the initial medwatch report submitted, additional information received: in the treating physician's opinion, there was a suspected link between the patient's death and the lengthy mitraclip procedure followed by urgent cardiosurgery. The combination of length of mitraclip procedure with need for cardiopulmonary bypass, in a patient with known severe cardiac failure with pulmonary hypertension, probably contributed to the severe respiratory failure due to acute respiratory distress syndrome, which developed post mitral valve surgery.